Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report a code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (code 204 and damaged cables or wires exposed) have been confirmed. Upon receipt the trunk cable connector was cracked and loose from the over-molding and the white driven ground wire, orange (+5v) wire and both pulse wires were broken in the trunk cable connector. The cause for the code 204 was the electrode belt's inability to communicate with the monitor, which makes it unable to detect and treat. The cause for the inability to detect and treat was the broken wires in the trunk cable connector. The root cause for the broken wires cannot be positively determined but is likely excessive force places on the trunk cable connector. No adverse event resulted from the broken wires. The pt rec'd a replacement electrode belt.